Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found the following when the device was turned on. The power switch was light up, but the led of the front panel did not light up. The front panel switch and keyboard did not work. The endoscopic image was displayed, but the patient information was not displayed on the monitor. The user rebooted the device, but the phenomenon was not resolved. The device was not used for the patient. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the broken inner circuit board. If significant additional information is received, this report will be supplemented.